Event description:
Information was received from a health care professional regarding a patient in (B)(6) who received compounded baclofen 750 mcg/ml at a dose of 300.43 mcg/day. It was reported that the patient's pump was filled twice a year, once in (B)(6) and once in (B)(6). The patient came to get the pump refilled in (B)(6) and the estimated reservoir volume (erv) was 7ml and the actual reservoir volume (arv) was 21ml. The pump logs were checked and no alarm logs indicating an issue such as a motor stall. The refill procedure was unremarkable. However, the hcp stated there may have been a refill and programming issue in (B)(6), for example, the pump not completely emptied but the hcp was unsure and was to check on that. The patient was not having any therapy issues.